Event description:
A surgeon reported that an intraocular lens (iol) was implanted but the surgeon felt it was not stable. The lens was removed. A pc rupture occurred. A back-up lens was used to complete the procedure. Additional info was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional info was received stating the customer indicated the use of a viscoelastic that is not approved for use with cartridges. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results fro the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).